Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinician were preparing to perform a ureteroscopy procedure on a pt using a zero tip nitinol retrieval basket. When they opened the package, the basket cage was found to be broken. The clinician then obtained another device and successfully completed the pt procedure. The complainant indicated that there were no adverse affects to the pt as a result of the reported problem. The pt's condition was reported to be "fine".